Event description:
It was reported that a vascular perforation occurred and the patient expired. The 90% stenosed target lesion was located in the tortuous and severely calcified left anterior descending (lad) proximal artery. A 1.50 mm rotapro and rotawire drive were used. During the procedure, the ivus catheter initially failed to cross the lesion but crossed successfully after dilatation with a small-diameter balloon catheter. Furthermore, rotapro atherectomy was performed, with five ablations of 60 seconds each, and a rotational speed reduction of 7000 rpm per ablation. The tortuosity contributed to vessel perforation after use of the rotapro. Additionally, the device was removed using the usual method, and the procedure was completed with the original device. No visible damage or functional issues were observed with the rotapro and rotawire drive. The attending physician concluded that the perforation was caused by bias from proximal tortuosity directed toward the unaffected side. The patient expired presumably of cardiac tamponade resulting from the vascular perforation.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.